Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 525mg/dl and 237mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone c.

Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 525mg/dl and 237mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone